Event description:
Boston scientific received info that prior to an implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be successfully interrogated. In all, three different programmers were tried in the field, but interrogation efforts remained unsuccessful. Boston scientific technical services (ts) suggested using magnet in an attempt to elicit tones, but the field rep noted the device would not be used and would be sent back. As this was pre implant, there was no pt involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, a thorough eval of the device was performed. Visual inspection identified no anomalies. The device was unable to be interrogated. The device case was then removed and internal visual inspection found no irregularities. Battery measurements were taken and the voltage was much lower than expected. The low battery voltage was the cause of the inability to interrogate the device. An external power source was then connected to the device. The device powered up. The current was normal, and a memory dump was performed. The device ran for over three days at room temperature and the current remained normal. It was then temperature cycled in an oven from 0 degrees to 37 degrees celsius for approx one day at each temperature; the device was also interrogated during these times without issue. The no telemetry condition was confirmed and was likely related to low battery voltage; however, the cause of the low battery voltage condition could not be determined as the device functioned normally during analysis.